Manufacturer narrative:
It was initially reported a ventilator inoperative condition occurred. The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. During the evaluation, the device's blower motor was found to be contaminated with particulates. The device was scrapped.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. During the evaluation, the device's blower motor was found to be contaminated with particulates. The device was scrapped. During the evaluation, the air path foam needs replaced due to disintegrated.